Event description:
It was reported that the user experienced sustained hyperglycemia with glucose readings over 400 for several hours while using the ilet system, with the cause of the event unclear and no device component implicated based on available information. Symptoms included unspecified clinical effects due to insufficient information. Outcomes included unspecified impact due to insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings, and available details were insufficient to characterize a specific medical device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.